Manufacturer narrative:
Product event summary: four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections. As a result, the reported power switching event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections due to fretting corrosion of the controller power port pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file data was received for two batteries and subsequently tested out of specification during manufacturer's analysis. The batteries remain in use.

Manufacturer narrative:
Product event summary: other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2016-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2016-05-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 2885, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, g3, h6, h10 product event summary: four (4) batteries (B)(6 ) were not returned for evaluation. Log file an alysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to communication errors and momentary disconnections involving (B)(6) . In addition, data files revealed multiple instances involving (B)(6) where the relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements on 14/sep/2018. No momentary disconnections involving (B)(6) were recorded after the lubrication procedure. There is no evidence that the lubrication servicing was performed on (B)(6) . As a result, the reported events were confirmed. The most likely root cause of the observed rsocs between 101-201 can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported premature power switching events can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: (B)(6) h3: yes h6: FDA conclusion code(s): 12 d4: catalog #: 1650de / serial #: (B)(6) ; h3: yes h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 27-mar-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another battery exhibited power switching. The battery remains in use. Log file review indicated one battery had a communication error.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited power switching. The battery remains in use. No patient complications have been reported as a result of this event.